Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they received insulin flow blocked alarm during bolus. The customer's blood glucose was not provided at the time of incident. The customer reported having these issue before, twice. Troubleshooting was provided. Caller stated that they have tried all remedies and issue was not fixed. The insulin pump will be returned for analysis.